Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out of range shock impedance measurements. As a result, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.